Manufacturer narrative:
On 08-apr-2021, mentor received additional information about the event: rupture of the patient¿s left breast prosthesis was reported. The patient suffered from an inflammatory reaction due to free silicone in her left breast. No issues were reported for the patient¿s right breast prosthesis. Reason for device explant and/or reoperation: left breast prosthesis rupture, left breast inflammatory reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: mentor inadvertently neglected to report that the suspect medical device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On (B)(6) 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). H3 device evaluated by manufacturer? Correct response is not returned to manufacturer. H6 type of investigation: correct response is b18 "device discarded".

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral explantation due to unspecified complication. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with mentor memorygel breast implant 400cc gel breast prostheses suffered from an unspecified complication. It is currently unknown if the complication applied to left breast, right breast, or both. It was reported that the complication was diagnosed via a physical. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.